Event description:
During a resuscitation effort, the EKG electrodes did not conduct a signal. The defibrillator and lead wires were functioning appropriately. Post-event evaluation concluded that the conductor gel int he electrodes had dried. Manufacturer did not provide an expiration date or instructions regarding longevity of product. A determination as to wheter this may have caused or contibuted tot he patient's demise has not been madedevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: labeling - inadequate instructions for use, material degradation/deterioration, none or unknown, other, electrode. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, device use continued with restrictions/limitations, inserviced by manufacturer/distributor representative. The device was destroyed/disposed of.